Manufacturer narrative:
Findings: passed displacement test, rewind test, basic occlusion test and prime, a33 test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Loud grinding motor noise anomaly during rewind test and displacement test due to faulty motor. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was unknown mg/dl. The customer was assisted with clearing the alarm. The customer doesn't use the sensor feature on the pump. The customer doesn't press esc to go to sensorgraph during a bolus. The customer was advised to return the pump with the battery and zero out the basal rates. The customer was advised that the device would be replaced and agreed to return the product for analysis.